Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 600 mg/dl and diabetic ketoacidosis. Customer also indicated that the keypad buttons are not responsive. Customer declined troubleshooting for the high blood glucose and indicated that their doctor wants them to go on a new pump. However, customer has been monitoring the pump and indicated that the pump is working fine.

Manufacturer narrative:
The insulin pump passed the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, rewind test and excessive no delivery test. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. However, motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Motor passed motor test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.